Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that a patient presented with an open and draining wound near her neurostimulator scar. The patient first noticed a few weeks ago. The doctor could see the lead slightly poking out through the skin. There were no signs or symptoms of infection, but the patient was placed on antibiotics for precautionary measure. Revision is scheduled. The patient reports no issues with stimulation or symptom control. It was later reported that the patient condition remains the same and has scheduled revision surgery for (B)(6) 2025.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that a patient presented with an open and draining wound near her neurostimulator scar. The patient first noticed a few weeks ago. The doctor could see the lead slightly poking out through the skin. There were no signs or symptoms of infection, but the patient was placed on antibiotics for precautionary measure. Revision is scheduled. The patient reports no issues with stimulation or symptom control. It was later reported that the patient condition remains the same and has scheduled revision surgery for (B)(6) 2025. It was later reported the explant was performed as planned. The lead and battery were visible from the open wound. The plans to re-implant once healed.

Event description:
It was reported that a patient presented with an open and draining wound near her neurostimulator scar. The patient first noticed a few weeks ago. The doctor could see the lead slightly poking out through the skin. There were no signs or symptoms of infection, but the patient was placed on antibiotics for precautionary measure. Revision is scheduled. The patient reports no issues with stimulation or symptom control. It was later reported that the patient condition remains the same and has scheduled revision surgery for (B)(6) 2025 . It was later reported the explant was performed as planned. The lead and battery were visible from the open wound. The plans to re-implant once healed.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. This report is being submitted to correct the patient identifier field (a1) and date of birth field (a2) in section a, patient information; outcomes attrib to adv event field (b2), date of event (b3) field, and adverse event or product problem field (b5) in section b, adverse event or product problem; type of reportable event (h1) and impact code field (h6).